Event description:
A medtronic representative reported that the application exited during navigation of a pituitary surgery and then became unresponsive. As a result, the surgeon chose to discontinue the use of navigation. No impact to the patient outcome was reported.

Manufacturer narrative:
(B)(6). Patient weight is not available.

Manufacturer narrative:
A new computer was installed on site in the system and suspect computer sent back to manufacturer for evaluation: at first power on the computer did not boot. Found one of two ram cards only partially seated. Secured all ram cards and computer booted normally. Disconnection of ram directly caused event. System repaired on site. System now fully operational.